Event description:
It was reported that a corner of the programmer screen is fuzzy. The programmer was returned for repair. The programmer was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display had multicolored lines on the lower half of the display when interrogating. It was also noted that the electrocardiogram (ECG) connector was loose, the cases were extremely scuffed up and the lower case is missing its feet, and the tab on the power cord bay door was missing.